Event description:
A peritoneal dialysis (pd) patient reported that pd patient was hospitalized for past two weeks due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing vomiting, diaphoresis, left arm and neck pain on (B)(6) 2024. The patient had not been well for two days prior to this date. Emergency medical services (ems) was called. The patient was in atrial fibrillation (a fib) with hypotension (no value provided). The patient was transported to the emergency room (ER) where blood cultures were obtained. The patient¿s glucose was elevated (no value provided), troponin 140, bnp 3525, anion gap 29, and positive for ketones. The patient was administered zosyn, vancomycin, and meropenem until blood culture results were received (route, dose, and frequency not documented in discharge paperwork). The patient was admitted to the hospital with a diagnosis of sepsis. Bloodwork showed white blood cell (wbc) count 505 10x3/ul, neutrophils 82.5%, lymphocytes 10.3%, monocytes 5.5%, eosinophils 1.2%, and basophils 0.5%. The patient had pd cultures obtained on (B)(6) 2024 which resulted negative. Based on the patient¿s discharge documentation, the patient was diagnosed with peritonitis on either (B)(6) 2024 as the patient was switched from completing continuous cycling peritoneal dialysis (ccpd) on those two days to having a permacath placed for continuous renal replacement therapy (ccrt) due to peritonitis and poor renal clearance. This is the only documentation of peritonitis in the discharge paperwork. On (B)(6) 2024 a computed tomography (CT) scan of the pelvis and abdomen was performed for abdominal pain. The pd catheter was visualized and there was no evidence of pneumoperitoneum. The patient was once completed dialysis on ccpd (B)(6) 2024. The patient was discharged to a skilled nursing facility (snf) with a diagnosis of severe sepsis with septic shock, source not identified. The pd catheter will be flushed weekly until discharged from the snf where the patient will continue with ccpd. The plan is for the patient to complete hemodialysis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that pd patient was hospitalized for past two weeks due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing vomiting, diaphoresis, left arm and neck pain on (B)(6) 2024. The patient had not been well for two days prior to this date. Emergency medical services (ems) was called. The patient was in atrial fibrillation (a fib) with hypotension (no value provided). The patient was transported to the emergency room (ER) where blood cultures were obtained. The patient¿s glucose was elevated (no value provided), troponin 140, bnp 3525, anion gap 29, and positive for ketones. The patient was administered zosyn, vancomycin, and meropenem until blood culture results were received (route, dose, and frequency not documented in discharge paperwork). The patient was admitted to the hospital with a diagnosis of sepsis. Bloodwork showed white blood cell (wbc) count 505 10x3/ul, neutrophils 82.5%, lymphocytes 10.3%, monocytes 5.5%, eosinophils 1.2%, and basophils 0.5%. The patient had pd cultures obtained on (B)(6) 2024 which resulted negative. Based on the patient¿s discharge documentation, the patient was diagnosed with peritonitis on either (B)(6) 2024 as the patient was switched from completing continuous cycling peritoneal dialysis (ccpd) on those two days to having a permacath placed for continuous renal replacement therapy (ccrt) due to peritonitis and poor renal clearance. This is the only documentation of peritonitis in the discharge paperwork. On (B)(6) 2024 a computed tomography (CT) scan of the pelvis and abdomen was performed for abdominal pain. The pd catheter was visualized and there was no evidence of pneumoperitoneum. The patient was once completed dialysis on ccpd (B)(6) 2024. The patient was discharged to a skilled nursing facility (snf) with a diagnosis of severe sepsis with septic shock, source not identified. The pd catheter will be flushed weekly until discharged from the snf where the patient will continue with ccpd. The plan is for the patient to complete hemodialysis.

Manufacturer narrative:
Clinical review: there is a likely temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd culture resulted negative; however, the patient had already been administered antibiotics with vancomycin, zosyn, and meropenem in the ER the day before the cultures were obtained. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained. (Salzer, 2018) although no cause of the peritonitis event was provided, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the information provided and no evidence of a malfunction or deficiency, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis. Additionally, the patient was simultaneously hospitalized and diagnosed with severe sepsis with septic shock with source not identified. There is no documentation in the complaint file to show any temporal or causal relationship between the sepsis and the use of any fresenius product. The information provided during follow-up does not include any relationship between the patient¿s peritonitis event and the diagnosis of severe sepsis with septic shock as the source was not identified. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.